Event description:
In 2002 the customer was processing a pt blood sample using the smartprep2, heard a clicking noise and saw blood all over the inside of the centrifuge through the clear cover. Pt stopped the cycle and found the process disposable (pd) cracked and was stuck horizontally in the rotor. Pt cleaned the blood spill and processed another sample of blood in another pd. The cycle was completed but there was no plasma layer, no decant, and the blood appeared clotted in the pd blood chamber. No further processing was done. The customer said the machine was missing a foot and they had supported that corner to reduce shaking. Harvest sent another smartprep to the customer that day. No injury resulted from this incident and the blood spill was contained within the sealed centrifuge chamber. The harvest sales rep visited the customer on 11/26 and determined that the customer did not fully seat the pd in the trunion, causing it to jam and crack when the lid was closed and the cycle was started. The customer failed to add anticoagulant to the second sample which clotted. On-site training of the operators was performed.